Event description:
A report received from the clinical study in another country, associated a cypher stent with the death of a patient seven days after the stent was implanted. The patient was a male patient. Patient was a smoker with a history of hypertension, hyperlipidemia and a prior myocardial infarction. The main indication for the initial procedure was previous q-wave myocardial infarction. The target lesion was 2.5x23mm in size, de novo with moderate calcification and a type b2 classification in the left anterior descending coronary artery. Pre-dilatation was conducted with a 2.0x12mm unknown balloon at 12 atm. The cypher was implanted at 14 atm. Post dilatation was not conducted. Seven days later, the patient died of cardiac causes. The exact cause of death is unknown. The event was determined to be possibly related to the cypher stent and the index procedure.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Please note that the patient codes reflects a probable thrombosis as this is an unexplained cardiac death within thirty days of implantation a drug eluting stent implantation. Additional information will be submitted within thirty days upon receipt.